Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient experienced nausea, vomiting, muscle weakness, some confusion, and "could not see clearly¿. The cgm reading was 40 mg/dl and the bg meter reading was 500 mg/dl. The patient called her daughter for her to take her to the emergency room (ER). The patient was diagnosed with diabetic ketoacidosis (dka) and treated with insulin, electrolytes, and the medication, reglan. She also had an electrocardiogram (EKG) and urinalysis done. The patient recovered after treatment and was discharged later the same day. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.